Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion, component code), h11. The getinge field service engineer (fse) that encountered the issue replaced pressure regulator to resolve the issue. Recalibrated all press transducers. Ran and passed all performance and function tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance by getinge field service technician that cardiosave intra-aortic balloon pump (iabp) had failing 30 psi transducer test. No patient involved and injury reported.